Event description:
It was reported that the implantable neurostimulator (ins) was turning off. The healthcare provider (hcp) stated that the lightning bolt was ¿present and then disappearing.¿ this was confirmed with the patient and clinician programmers. The issue had had been happening for the last month. The patient was seen by the manufacturer representative 2 months ago and no low battery message was present. The patient did not have the patient programmer at the appointment. It was noted that the patient was meeting for reprogramming. The manufacturer representative was to meet with the patient to visually firm issue.

Manufacturer narrative:
Product ID 3889-28, lot# v340503, implanted: 2009 (B)(6); product type lead product ID 8840, serial# unknown; product type programmer, physician. (B)(4).